Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error. The customers blood glucose level was 95mg/dl. Customer reported that she saw the insulin pump was displaying a pump on the screen, with an arrow, and a book with a question mark and was beeping. The customer was advised that the pump will need to be replaced. The customer was advised to disconnect the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.